Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. It was reported that the patient and a family member had been manipulating the device and performing needle aspiration over the site as well. As a result, the device pocket and xiphoid incision were infected and eroded. Subsequently the system was completely explanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.